Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and verified the customer-reported programmed infusion rate of 15 ml/hr, but did not indicate any events of a device malfunction or user error that indicated and/or contributed to the event. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was tested multiple times in accordance with the preventive maintenance manual (rate = 40 ml/hr, vtbi = 20 ml) and the customer rate (rate = 15 ml/hr, vtbi = 15 ml) and all flow samples were found to deliver within device specification. The device was determined to meet all product specifications related to the reported event. The free flow state was not verified. A medical assessment was also performed by baxter, which determined the patient hypertensive event was not related to the use of the of the spectrum infusion pump. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Baxter received a medwatch reporting that a spectrum pump had free flow during therapy (medication, dose, programmed amount and delivery rate unknown). An anesthesia resident had programmed the device to the intended unknown rate. After the infusion, had begun, the resident observed the patient's blood pressure to be in the 200 mm/hg range when the resident realized the device was running in free flow condition and reportedly raising the patient's blood pressure. The customer also reported that the device was removed from circulation and taken to the central sterilization department for repair. The customer biomedical engineer tested the device and reported the infusion to be off as much as 18% at a rate of 15 ml/hr. No medical intervention was specified associated with this event. No additional information is available.